Event description:
The user in (B)(6) contacted lifescan alleging inaccurate erratic readings on the lifescan meter when testing back to back. No results were provided, but despite the lack of information this complaint is being reported as a malfunction because the user claimed the results varied >15%. No injuries or treatment were reported as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.